Event description:
Several weeks after pt treatment with juvederm ultra plus in the marionette lines a small painless granuloma in the right anterior mandibular vestibule right at the cheek and gum line was noted. The granuloma was removed without incident and sent for pathology.